Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the absolute pro self-expanding stent 10 x 100 was deployed on (B)(6) 2018 in the mid-biliary. During follow-up on (B)(6) 2018, it was discovered via x-ray, the stent had fractured at the mid and proximal segments. The patient was re-admitted and an absolute pro 10 x 60 self-expanding stent was deployed inside the fractured stent as treatment with good result. No additional information was provided.